Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had an issue with the transmitter. The customer stated that the transmitter did not blink when connected to the sensor and also received an alert indicating to change the sensor. The customer reported no adverse event. The event involved product(s) mmt-7020a and mmt-7811na. Troubleshooting was performed for the change sensor, and the customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was performed for the transmitter issue. The customer reported that the transmitter did not blink when connected to the sensor and that the sensor warm-up did not start. The transmitter also did not blink when removed from the charger. The charger was more than one year old, but it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7020a and mmt-7811na.